Event description:
Chronic severe lower pelvic pain, abnormal uterine bleeding. Radiology reports revealed necrotic degenerating fibroid with no change in size. Uterus is the same size as it was pre-emobolization. Ten pound weight loss and ill.